Manufacturer narrative:
They discussed infection versus hypersensitivity to the cmc gel carrier. Dr. (B)(6) stated that he feels this may not bbe infection at all but rather a hypersensitivity reaction and that the antibiotic was acting as an anti-inflammatory agent. He asked what is typically done for treatment of a hypersensitivity reaction. Treatment modalities used by other hcps such as cool compress, antihistamine, h2 blocker such as zantac, and oral corticosteroids were reviewed. He stated that he was planning on placing the pt on a long term taper steroid dose along with the antibiotic. Dr. (B)(6) was asked about his initial report of biofilm to merz. He stated that he doesn't feel it is truly biofilm and plans to treat for both low grade infection and hypersensitivity. Pt's recovery status was requested and no received. The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.

Event description:
This spontaneous report was received from a pt who was injected with radiesse into marionette lines. The next morning post-injection, she experienced swelling in the right corner of her mouth; it looked like "a bee sting", and her upper lip. She still has the swelling in the listed areas; it feels tight, tingly and heavy. There is no redness, pain, or tissue damage. The pt reported her events to her injector, dr. (B)(6) and was told to massage the area. Since there was no resolution to her symptoms, the pt went to see a dermatologist, dr. (B)(6). Dr. (B)(6) placed the pt on a z-pack and amoxicillin. The pt stated she is confident that she has a bacterial infection that may turn into necrosis. Per dr. (B)(6), the pt may have infection/biofilm. M. Lee, rn, at merz spoke with dr. (B)(6), regarding a pt he is treating who was injected with radiesse to the nasolabial folds by another physician on (B)(6) 2014. The pt developed inflammation in the injected region and sought treatment by dr. (B)(6). Dr. (B)(6) states he has prescribed antibiotics and the pt seems to do better but has a flare up after the antibiotics are discontinued.